Manufacturer narrative:
The device was returned for evaluation. The device was received with battery voltage above eri level. Visual inspection on device did not find any anomaly that would cause discomfort. Remaining longevity indicator bar showed battery near eri level. Electrical and mechanical analysis performed indicated normal functionality, and voltage was still with normal range of operation. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient experienced skin discomfort related to the implantable cardiac monitor (icm). The icm was explanted and not replaced. There were no patient consequences.